Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that char was noted at the tip of the catheter. The target lesion was located in the right atrium. A 7 / 110 / 2.5 / 8-8 qd k2 blazer prime® xp ablation catheter was selected for right atrial flutter ablation. During procedure, the running parameters were normal, the power was at 80 watts and the temperature was 65. However, when the case was completed and the catheter was then removed from the patient's body, a char on the tip of the catheter was noted. No patient complications were reported and the patient's status was fine.